Event description:
It was reported that during a renal pta/stenting treatment procedure, the express biliary ld pmtd stent dislodged from the delivery catheter. Following device advancement, the guidewire advanced across the target lesion. During attempts to move the stent across the lesion, the stent slid off the balloon proximal to the hub. Following successful retrieval of the stent the procedure was aborted. No pt injuries or complications were reported. The pt's status was reported as 'ok'.